Event description:
Patient's sister called lfs on their behalf alleging that their meter would not power on. Patient had been feeling high and experiencing blurry vision at the time of concern. Patient was eventually taken to the e.r., as a result of being unable to test. Patient had been unable to test their blood glucose level for approximately one week prior to being admitted to the hospital. The incident occurred one or two weeks prior to calling lfs. Patient's medication regimen is unknown. Patient has been in the hospital ever since. When the patient arrived at the hospital, patient had a blood glucose level of about "350 mg/dl". Treatment was reported to be "diabetes medication". No other information was provided regarding patient's hospitalization. The customer service representative replaced the meter due to the power issue. The meter is being reported, since the patient did suffer an adverse event and serious injury as a result of not being able to test their blood glucose level. Medical affairs specialist mailed a letter, since the phone call attempt was unsuccessful.